Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the elevator channel plug on the eus scope was not flushed. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 chapter 5 reprocessing: general policy chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. An olympus field service engineer was dispatched on-site to conduct an in-service and assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed during a scheduled onsite visit, the user facility staff was not flushing the elevator channel plug on the videoscope. No patient infections or injuries reported.